Event description:
A complaint was reported that the pt's system exhibited high impedances. Attempts to resolve the issue through troubleshooting and reprogramming were unsuccessful. An exploratory surgery was performed to determine the cause of the high impedances. During the revision, the physician stated a lead was fractured. The fractured lead was replaced, and the pt is reportedly doing well.